Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. Photos provided by the customer only show the outer label of the cassette pak, that was received by the customer. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed, and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage occurred in two cassettes before vitrectomy procedure. The products were replaced and the surgery was completed. There is no patient involvement.